Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 8709sc, lot# n186513017, implanted: (B)(6) 2009, product type catheter; product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a problem with pump involving an alarm that was heard and confirmed by telemetry. The pump was read with the personal therapy manager (ptm) and an error code ¿8787¿ was seen (later reported as ¿8474¿). The patient met with the healthcare professional (hcp); a pump reset occurred and the pump was in minimum rate mode. The reporter was unsure what else was seen at that time in the logs. It was unknown why the pump reset occurred. The hcp updated the pump back to the programmed settings of simple continuous infusion mode at 10 mg/ml at 0.6 mg/day. The patient did not experience withdrawal symptoms but did indicate that he felt like his pain got worse. The reporter did not believe the patient was giving a bolus when this happened because the patient ¿rarely used the ptm.¿ the patient was scheduled for a pump replacement on (B)(6) 2015 but due to the pump reset issue it was replaced earlier than expected ((B)(6) 2015). The pump was returned to the manufacturer for analysis. The patient recovered without sequela. The pump was used to infuse morphine (unknown), later reported as hydromorphone. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump found pump battery high resistance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.